Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received high blood glucose. The customer also reported that they received no delivery alarm. The customer's blood glucose was 474 mg/dl at the time of incident. The customer's blood glucose was 203 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer performed self test and the insulin pump passed. The customer stated that they were developing a scar tissue which might be the cause of the issues. The customer stated that there were no air bubbles or leaks found. The customer stated that the insulin was cloudy. The customer declined to check for setting issues. The customer stated that the no delivery alarm was resolved by disconnecting and reconnecting the infusion set and reservoir. The insulin pump will not be returned for analysis.